Event description:
"Was only told that the clip misfired. Do not have any additional information."

Manufacturer narrative:
Investigation summary: we have tried to obtain the incident device for evaluation with no success. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. Although the root cause of your experience could not be determined; however, a ca500 device may exhibit improper clip loading if the feeder teeth are damaged. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This documents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.